Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated the lead impedance data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage was not measured. It was determined that this was due to impedance trend data displaying "invalid data" and battery voltage would be displayed once the invalid data is "rolled out." The battery voltage was able to be obtained through reconstructed data. The device remains in use. No patient complications have been reported as a result of this event.